Manufacturer narrative:
B4:(B)(6)2021 additional information was received indicating that the unit would only run on battery power, alternate current (ac) power was not available, and the unit displayed a "backup battery on" message. The problem was discovered by the hospital's biomedical engineer (bme) when the unit was being tested outside of clinical use. Given that the device was outside of clinical use and in possession of the bme, this event presented no risk of patient or user harm or serious injury, and therefore, it is not a reportable event.

Event description:
It was reported to philips that the power supply was defective. The device was not in use at the time of the event. There was no report of patient or user impact or harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance and confirmed the power supply required replacement. The fse replaced the power supply and confirmed the extended self-test (est), and the volume control ventilation mode test (vcv) passed, and the device was returned to service.